Event description:
It was reported that the user attempted to insert a teflon 6 mm infusion set and the site detached from the inserter, after which the user deployed a new teflon 6 mm infusion set and resumed insulin delivery without alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact to activities of daily living. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the infusion set was deployed incorrectly or the connector was not attached correctly. It was concluded that the event was related to user handling with no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.